Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation on april 27, 2006 that an endostat ii electrosurgical unit was used during a procedure (patient gender, age and weight are unknown). According to the complainant, it was reported that no heat for cautery and the alarm won't go off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
Visual examination of the returned device revealed that the device appeared to be in good condition. Part of the case near the 'on' switch was seperated from the side panel. Functional evaluation found the device was within expected tolerance. The cause of the reported malfunction is undetermined. The device history record for this serial number was reviewed; no prior service history for this device. A search of the complaint database revealed no additional complaints reported for this lot.